Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer found insulin behind the pump. The customer changed the cartridge, infusion set tubing, and site making the determination of the location of the leak unknown. Customer's blood glucose level was approximately 400 mg/dl. The customer delivered a bolus.